Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was implanted on (B)(6) 2018 and died on (B)(6) 2018. The patient had hypertension. The cause of death is unknown at this time.